Event description:
It was reported that the 840 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. The fse found that the analog interface printed circuit board (pcb) needed to be replaced. The ventilator is currently not in working condition.